Event description:
Additional information received reported the patient had experienced inflammation, soreness and aggravation due to their situation. It was further reported that when they experienced the inflammation and pain previously reported they had been treated with narcotics, and steroids to ¿get everything under control" and were also taking pain killers every four hours. The patient additionally reported that they had been shocked by their device at least three times.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information provided that the patient did not have any concerns with their device or therapy. It was expressed that the patient wanted to know "what was wrong with the device" that was explanted.

Event description:
It was reported that in (B)(6) 2012, the patient began feeling pain at the incision site. The patient was hospitalized (B)(6) through (B)(6) and was given pain medication to treat the pain she was feeling. It was noted, she was not diagnosed with an infection at the pocket site. After she was hospitalized she felt pain at the lead connection site in her spine. She also began to get shocked in that area. The leads up to the spine were "coming apart". It was also noted one of the leads came "unfoiled" and information suggested the lead came loose. The leads were replaced on (B)(6). Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, neu_unknown_lead lot# serial# unknown, explanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).